Manufacturer narrative:
The report of an overinfusion of heparin was neither confirmed nor replicated. The pcu event log shows pump module s/n (B)(6) was programmed to infuse drugid 359 at a rate of 10ml/hr with a vtbi of 250ml at 1:29 am on (B)(6) 2020 and ran until 3:41 am when the device was channeled off. The volume recorded as being infused during this period was 21.96ml. There were no alarms prior the device being channeled off. A review of the device error logs found no errors during the time of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The root cause of the reported overinfusion of heparin was not identified. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 07 january 2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 11 june 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a heparin drip (B)(4) units in 250ml was programmed to infuse at 1,000 units/hr (10ml/hr) through pump using guardrails drug library, was checked by another rn, and started on (B)(6) 2020 at 0132. Patient¿s vital signs were stable prior to the start of heparin infusion. At approximately 0324, it was noted that the patient¿s blood pressure was elevated, was having labored breathing, diaphoretic, and the blood output was increased when the patient coughs. It was then observed that the heparin infusion was completely finished. However, the remaining volume to be infused indicated on the pump was still 228ml. The device was immediately turned off and the physician was notified. After the physician¿s evaluation, the patient was intubated to protect the airway. The patient was transferred to neuro critical care unit.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, information on race and ethnicity were not provided.

Event description:
It was reported that a heparin drip 25,000 units in 250ml was programmed to infuse at 1,000 units/hr (10ml/hr) through pump using guardrails drug library, was checked by another rn, and started on (B)(6) 2020 at 0132. Patient¿s vital signs were stable prior to the start of heparin infusion. At approximately 0324, it was noted that the patient¿s blood pressure was elevated, was having labored breathing, diaphoretic, and the blood output was increased when the patient coughs. It was then observed that heparin infusion was completely finished. However, the remaining volume to be infused indicated on the pump was still 228ml. The device was immediately turned off and the physician was notified. After the physician¿s evaluation, the patient was intubated to protect the airway. The patient was transferred to neuro critical care unit.